Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. The patient's date of birth was updated. The representative noted that the patient was going to have x-rays taken to determine lead placement on (B)(6) 2019. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's weight was unknown. The patient was satisfied with their stimulation and doing well- there were no issues with the impedances. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's x-rays showed the leads were still in the same place as the date of implant. The patient was supposed to see them during the week but cancelled and rescheduled for (B)(6) 2019. No further complications reported.

Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the representative saw "settings not available" and "out of regulation (oor)" messages at 5.8 ma. The patient was receiving a stimulation sensation that was more like a shocking sensation along the bra line. The representative reduced program b4 to 200pw and b1 wasn't able to be decreased since it didn't allow the patient the stimulation they needed. B2 and b3 were able to be decreased to 300pw which allowed stimulation to be increased to 6.6 ma before receiving the oor message. The patient's impedances were as follows: 1- 4060, 2- 3420, 3- 3630, 4- 3410, 5- 3240, 6- 3210, 7- 3210, and electrodes 8-15 were 3,000 ohms. The representative was able to get therapy for the patient's right and left low back and left leg but they weren't getting coverage of the right leg. It was reviewed that they tried lowering the pw as much as they already could and given the higher impedance, the system was likely at its limit. The patient had complex regional pain syndrome. No further complications reported.